Event description:
While sleeping, this insulin pump delivered a near-fatal dose of insulin. The pump's history indicates that it "thought" I ate the equivalent of 20 slices of bread at 1 am (90 minutes after I went to bed) and then began delivering 14.7 units to cover the carbs, all impossible as I was asleep. My husband, a lightsleeper, and I both know I did not instruct the pump to do this. I slept into a serious hypoglycemic event. This huge erroneous dose was set to be delivered over 8 hours ( I discovered this and stopped it after 6 hours, following my recovery). Had the pump instead "decided" to deliver the dose all at once, I would have died. A more complete description of the event, with detailed pump history, is available from me on request.